Event description:
It was reported by dealer that the (B)(4) concentrator is alarming without a red light.

Event description:
It was reported by dealer that the irc5po2v concentrator is alarming without a red light.

Manufacturer narrative:
(B)(6) 2015 the device was evaluated by the returns department which found that the manifold and the capacitor was leaking.

Manufacturer narrative:
Follow up will be filed if additional information is received.